Manufacturer narrative:
Insulin pump passed displacement test; it failed self test returning an unexpected pump error hardware low level failure alarm. Pump error hardware low level failure alarm is confirmed in the formatted history file (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio or vibrate anomaly or absence of alarms were noted during testing the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had hardware low level failures. The customer¿s blood glucose was 6.7 mmol/l. The customer stated that they were able to clear the alarm and self test was passed. The customer was advised that the insulin pump needed to be replaced the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.